Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that the patient tripped and fell backwards right on the implantable neurostimulator about a month prior to the report (B)(6) 2017 and experienced shocking in the back and front of his groin, which is not the stimulation area. The patient wasn¿t able to turn stimulation off; however he was able to decrease it. The patient noted that the implantable neurostimulator may have moved due to the fall. The patient also saw a call your doctor screen; however he didn¿t recall the code on it. The patient programmer had a blank screen at the time of the report. After replacing the batteries in the patient programmer, he confirmed seeing a 006 error code. The patient was able to resolve the 006 error code by removing the patient programmer batteries and pressing and releasing every button once. Once the error code was resolved, the patient programmer showed the implant was on. The patient noted that due to the shocking, the patient turns stimulation all the way down to where he can hardly feel stimulation. That way he does not have to worry about it shocking him. The patient noted that he had turned stimulation all the way down to a point where he is not feeling the stimulation and it is not doing him any good. No further complications were reported.